Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that no disposable alarm with cadd legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flow stop, no lot number or expiration date available was experienced. No further details provided. No patient injury.